Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign hcp via a clinical study. It was reported that the entire system was explanted and not replaced on (B)(6) 2020.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was clarified that the ¿ab normal connection through the skin¿ meant that the fistula was related to a system tract and not a device or therapy issue. The event resolved on (B)(6) 2019 per resection of the fistula.

Event description:
Additional information was received from a foreign hcp via a clinical study. It was reported that the patient "temp" to produce a normal collection beneath the pump pocket, but at the time the pump had pulled through the skin. The evaluation was performed just for inspection but was confirmed at the surgical procedure.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via a clinical study regarding a patient receiving intrathecal therapy. The drug, dose, and concentration were unknown. The indication for use was not reported. It was reported that an unscheduled office visit/examination on (B)(6) 2018 revealed a collection in the abdominal/pump pocket. Abdominal swelling occurred. A clinical diagnosis of ¿seroma¿ was determined. Interventions included ¿collection punction¿ on (B)(6) 2018. Conflicting information regarding the outcome noted ¿resolved with sequelae (B)(6) 2018 sequelae: permanent collection¿. The event was related to the device/therapy. The event was not related to the implant procedure. No further complications were reported. Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was clarified that there was a permanent collection (with sequelae). It was also clarified that ¿collection punction¿ referred to a punction performed per evaluation. The clinical diagnosis was updated from ¿seroma¿ to ¿abdominal seroma¿. The etiology of the event was not clear. The collection appeared after the [implant] surgery. Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported that "no action was taken" with regards to interventions. Additional information was received from a foreign healthcare professional (hcp) via a clinical study. It was reported that the pump was delivering baclofen 2000.0 mcg/ml at 150.0 mcg/day. The dose was decreased to 130.1 mcg/day on (B)(6)2018. Signs and symptoms were ¿abnormal connection through the skin, thick collection drain¿. The clinical diagnosis was ¿fistula track¿. An examination on (B)(6) 2018 showed a thick collection drain. Surgical intervention of ¿fistula reception¿ occurred on (B)(6) 2019. The event resulted in an unscheduled clinic or office visit. The outcome of the event was ¿ongoing¿. The etiology of the event was noted as ¿possibly related¿ to the device or therapy.